Manufacturer narrative:
The hoop and the proximal end of the resheathing tool were not returned. The unsheathed coil was returned entangled around the dpu and sheath. The dpu and sheath were returned separated from each other. The resheathing tool was returned severed into two pieces. The proximal end was not returned. The fracture is ductile in nature requiring external force. No material defects were found to the distal severed end). The hub was returned severed from the dpu. The fracture is ductile in nature requiring external force. Note the proximal end distal severed ends are bent with fractures. When the hypotube tube was bent it caused the strain relief's top edge to be compressed. Located 3.0 cm off the distal severed end, the hypotube has been severely bent. The coil's socket ring has been pushed down inside the outer sheath. The coil was returned damaged. The most likely root cause of the hub severing from the hypotube was due to external force. The fracture was ductile in nature with no material defects found to the severed ends. The circumstances of how this damage occurred cannot be determined. If the device was not damaged before use then the following narrative is warranted. For optimum product performance and to prevent potential complications; the instructions for use recommends; ¿grasp the base of the dpu¿s hub connector; and gently slide it completely out of the retaining clip. Be sure to keep the hub connector inline with the retaining clip until the entire connector is out. Gently grasp the dpu wire hub and slowly pull the entire microcoil system from the packing hoop. Do not bend the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This report can be disregarded. The information is already reported in MFR. Report # 1226348-2014-00612.

Event description:
They slowly pull the entire microcoil system from the packing hoop and the dpu hub connector broke.